Event description:
The device was used during a thoracoscopy procedure. Reportedly, the staples did not form properly. The surgeon converted the procedure to a thoracotomy to complete and correct the condition. The hosp has reported the pt's condition is satisfactory.